Event description:
Information was received that an explant procedure was performed on an unknown date due to the rod not extending. It kept turning inside with no traction. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.